Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was not powering on when attempting a blood glucose test. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on the same day he contacted lfs for assistance at an unknown time. The patient reportedly manages his diabetes with oral medication (unknown name and dose) and denied taking any action regarding his usual diabetes management routine in response to the alleged issue. Approximately 10-15 minutes later, the patient claimed he developed symptoms of 'cold sweats' but denied receiving any treatment. At the time of troubleshooting, the cca noted that based on the meter usage, a battery replacement was due but the patient did not have one available. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.